Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released) has been confirmed. As received, the cable running from the distribution node (dn) to the rear therapy electrodes (te) was pulled from the strain relief on the dn and the yellow and black gel fire wires were broken from the solder connections on the dn pca. The cause for the 'gel previously released flags' is the broken wires. The root cause for the broken wires cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) old female pt contacted zoll customer support to report that her system was telling her to add gel / replace belt. Pt was issued a replacement electrode belt.